Event description:
It was reported that during a cholecystectomy procedure, difficulty was had in grasping the device trigger. The clip came off and was not formed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.